Event description:
It is reported that when the surgeon was driving the stem, he noticed a crack at the shoulder in the composite. The device was implanted into the patient in 2008.

Manufacturer narrative:
Evaluation summary: the polymer in this region has no effect on the stem's fatigue strength. If any off-loading were to occur, on the polymer, it would be a bonus as the metal core of the stem is designed to be stable alone. There was no claim of particulate debris, crack propagation, or poor interface conditions at either the core/polymer or polymer/fiber metal pads. The stem was left implanted. No other surgery information was provided and the precise location of the crack was not provided. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.